Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported. The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Report date: 09aug2021.

Event description:
The customer reported that the unit has check vent: alarm led fail error. Patient or user involvement information is unknown but has been requested. There was no report of patient harm. The customer confirmed diagnostic error "alarm led" in the diagnostic error report. The remote service engineer (rse) advised replacement of the of the power switch overlay. Further information is pending.